Manufacturer narrative:
This device is not sold in the us but a similar device is. Full name of the facility is (B)(6) hospital. There are two devices of the same model number reported by the customer to have tested positive in a microbial test. These devices are captured in medwatches with patient identifiers: (B)(6), (serial number: (B)(4) and (B)(6), (serial number: (B)(4). This medwatch is for the patient identifier: (B)(6). The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, two devices of the same model number, though different serial numbers, were confirmed to have positive culture test for presence of unknown microbes performed as a part of maintenance. The devices were not used once tested with positive results. There is no reported harm to any patient.

Manufacturer narrative:
The device is evaluated. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. The device does not have a repair history. The customer had positive bacteria culture results on (B)(6) 2022. The microorganism and number of bacteria is not known. The root cause for the microbial contamination reported by the customer could not be specified, the relationship between the subject device and the event is presumed. The customer did not appear to deviate from the instructions for use of the device. As a result of the inspection of the device, playing on angulation control knob, insufficient angulation, scratches on the control section (forceps elevator lever, switch box, control section cover, grip cover), scratches on the universal cord (main body, boot on the connector side), scratches on the scope connector (main body, cover), cloudy images, chips and scratches on distal end rubber coating (a-rubber) glue, and scratches on the insertion tube were confirmed. As a result of checking the inside of the biopsy channel of the device, no abnormalities such as scratches or stains in the channel were confirmed. Instruction for use warns about inappropriate reprocessing as follows: if the endoscope is not cleaned sufficiently, effective disinfection or sterilization may not be possible. Clean the endoscope and accessories thoroughly before disinfection or sterilization to remove microorganisms and organic material that could reduce the efficacy of disinfection or sterilization.

Manufacturer narrative:
Correction being made for information available but not submitted in the supplemental report. This supplemental report is being submitted to provide this information. There is no patient infection. The device was not used in any procedure after the event. The device was stored at room temperature. The device did not undergo additional reprocessing, except for the reprocessing immediately after the procedure. The device sample was taken after storage. Reprocessing information for the device: pre-cleaning information: the start of pre-cleaning was not delayed after the procedure. Water aspirated through the instrument/suction channel with a suction pump. The air/water channel was flushed with water and air by using mh-948. Manual cleaning information: all the reprocessing accessories were without any abnormality. The manual reprocessing was performed within an hour of the procedure. The device passed the leak test. The instrument channel, suction channel, air/water valve, suction valve, and biopsy valve were brushed. The forceps elevator was brushed and operated in the detergent solution. The forceps elevator was flushed. The distal end was flushed with maj-2319. An automatic endoscopy reprocessor (aer) was used to reprocess the device. Detergent and disinfection are also used. Brand names are not specified. All the channels were connected with tubes when the device was set up with the aer. The disinfectant solution used was before the expiration date, and the disinfectant solution met the minimum effective concentration (mec). The water filter was replaced within the specified period. The rinse water treatment system such as ultra violet light based decontamination system was without an abnormality. The device was dried by wiping clean with towel/paper. The device was not stored in a drying cabinet.